Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose (bg) level was "low", although a specific value was not given. Customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.